Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Low bg cause was not known. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and "insulin (sliding scale)", resolving the issue. Customer was discharged 4 days later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.